Manufacturer narrative:
There is more information on the device evaluation. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Since more than six years have passed since the device was manufactured and it is likely the lock mechanism on the endoscope connector was loosened due to repeated use for a long period or mishandling. The instructions for use includes the following statements: for handling of the device: do not use a pointed or hard object to press the buttons on the front panel and/or keyboard. This may damage the buttons. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. For installation and removal of the video connector: push the video connector of the videoscope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. Push the video connector into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. Push the video connector of the camera head or the oes video converter into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. When a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down. When an evis series endoscope is used, disconnect the scope side connector of the videoscope cable and place it on the scope cable holder. If disconnecting the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down, place it on the side of the scope cable holder.

Manufacturer narrative:
There is no additional information available for this event as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The user¿s complaint of fuzzy image and a b30 error message was not confirmed. Upon inspection and testing, no error code was observed. The device failed full inspection due to bad scope socket connector locking lever is worn and causing loose connection with scopes and camera heads, needs to be replaced. Additionally was noted, deformed bnc connector on front panel, corrosion on chassis, minor bent on rear panel power cord connector protection, dust inside unit, cosmetic wear and scratch on front panel, cosmetic wear on top cover that does not affect fit and functionality of the unit. Unit has new type power switch.

Event description:
As reported for this event, during preparation for use for an unknown procedure the device yielded a fuzzy image and an b30 error message was also observed. There is no patient involvement and no harm reported to anyone.